Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump was received with a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm. It was reported that the customer was unable to rewind the insulin pump. The blood glucose reading was not given. Nothing further was reported.